Event description:
The article, ¿outcomes after mechanical aortic valve replacement in children with congenital heart disease¿, was reviewed. The article presented a case study of a 140-month-old male patient with loeys-dietz syndrome and a history of ventricular septal defect (vsd) repair. It was reported on an unknown date, a 22mm unknown st. Jude medical mechanical valve was implanted. The patient's annulus size was 23.2mm. It was reported the patient passed away 10 days post-procedure while on extracorporeal membrane oxygenation (ECMO) and the cause of death was low cardiac output syndrome. The article concluded mechanical avr could be performed safely in children. Younger age, longer cardiopulmonary bypass time and smaller valve size were associated with adverse events. Thromboembolic or hemorrhagic complications might rarely occur. [The primary and corresponding author was chun soo park, division of pediatric cardiac surgery, asan medical center, university of ulsan college of medicine, seoul, with corresponding email: chunsoo@amc.seoul.kr].

Manufacturer narrative:
As reported in a research article, outcomes after mechanical aortic valve replacement in children with congenital heart disease. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.